Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a leak on the cord, near the light connector. The issue was identified in reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to the repair center for inspection and the reported failure (leak on cord, near light connector) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage from the distal end // dents and scratches on outer tube, the light guide // connector/prong/cover glass is loose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.